Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, unipolar ventricular lead impedance was <200 ohms. Bipolar lead impedance was 257 ohms, but the device was in unipolar for ventricular autocapture. The device will be left in the unipolar configuration and monitoring will continue.